Event description:
Shortly after a software update at a clinical site, several ultraview dm3 monitors would no longer complete their power-up sequence, resulting in an equipment alarm. The failure is associated with a log file corruption within the device¿s file system, which can also cause the main program to become corrupted, thereby rendering the unit inoperable. The failure only occurs after a software update. No injury or illness is associated with the removal of the units.

Manufacturer narrative:
The problem affected devices at a customer site during 06/2012. The devices were returned to zoe medical for rework during (B)(4) 2012.